Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: smartablate generator (model# unknown serial# unknown), pentaray nav catheter (model# unknown lot# unknown), carto 3 system (model# unknown serial# unknown), st. Jude medical agilis sheath (model# unknown lot# unknown), baylis medical sheath (model# unknown lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6) male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered pain requiring medication. On post-procedure day 3, the patient returned to the facility via the emergency department reporting chest discomfort at rest. Medication was administered. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and possibly index procedure-related.

Manufacturer narrative:
Upon initial medwatch submission the principal investigator assessed an episode of dyspnea as not device or procedure related, therefore it was not in the initial report. However, on march 11, 2018, an update was received that the dyspnea was reassessed as possibly index procedure related. On post-procedure day 3, the patient developed dyspnea. An unspecified medication was administered. Imaging was performed to rule out other serious adverse events. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and possibly index procedure-related. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on june 13, 2018. The adverse event description has been updated to congestive heart failure. In addition, the severity was updated from moderate to mild. Manufacturer's ref. No: (B)(4).